Event description:
A physician reported a pt who was originally skin tested on 10/05/98 with negative results. On 1999, the pt was re-skin tested. The physician administered a lidocaine skin test at the right forearm and a collagen skin test at the left forearm. Both test sites immediately developed purpura and itching. On 5/13/99, the pt was seen with no change in the symptoms at the test sites. The physician diagnosed the symptoms as a hypersensitivity. Oral atarax was prescribed for itching and topical temovate gel was prescribed twice a day.